Manufacturer narrative:
Continuation of d10: w1dr01 ipg; implant date: (B)(6) 2023 383069 lead; implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an occlusion on their left side. It was also reported that approximately two weeks post implant of a cardiac resynchronization therapy pacemaker (crt-p) system, the right ventricular (rv) left bundle branch (lbb) lead exhibited no capture, low impedance, and undersensing. An x-ray confirmed a dislodgement of the rv lbb lead. The rv lbb was explanted and attempt was made to implant on the patient's right side, however it was noted that the patient's right side was also occluded and there was stenosis. The device was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the occlusion was from deep vein thrombosis.